Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was unknown. The patient was hospitalized for the event and was treated with an unspecified antibiotic (dose, route and frequency were not reported). At the time of this report, the patient has not recovered from the event. It was reported that the patient was switched to hemodialysis temporarily. No additional information is available.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that peritonitis is still ongoing (reported as the patient still felt a little bit of infection) and has not recovered. The patient was discharged from the hospital 24 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.